Event description:
The patient was brought to the operating room for elective proctocolectomy. During the part of the procedure, while attempting to create the rectal cuff, the stapler was fired. The rectum was cut and the stapler was released and had not engaged. The rectal stump had to be hand sewn. The surgeon placed a 10 french jp drain in the pelvis and brought up the diverting ileostomy. The surgery was completed without complications.